Event description:
It was reported that the cysto-nephrovideoscope had been cleaned, not sterile. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9. The device was returned to olympus for inspection. Based on the results of the investigation, there is no evidence to suggest that the user may not have properly handled or used the device in accordance with the instruction for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.